Manufacturer narrative:
Analysis: the product has not been received in manufacturing, without product return review is limited and no results can be provided. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Additional event information is not available. Conclusion: no patient event and no product return. No conclusion can be drawn for the reported product problem.

Event description:
Information received indicates that regurgitation was noted during intra-operative device inspection. The product was abandoned during implant, and was replaced during the case with no consequence reported for the patient. No additional information has been provided and no report has been received to indicate that a repeat surgical procedure was performed.